Event description:
It was reported to philips that the c-arm had a geometry movement issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm was unable to move. Upon troubleshooting actions, fse identified a problem was related to the 2spc module on the amc triple servo drive. Fse replaced amc triple servo drive. After replacement, the system was returned to use in good working order.